Event description:
The reporter contacted lfs on their behalf alleging that their one touch ultra meter was prompting the error 2 message. The senior medial affairs specialist mailed a letter since the pt could not be reached. The reporter mentioned that they had been obtaining the error 2 on the reported meter. He repeated the test and received an error 2. The pt experienced frequent urination and extreme thirst, and was taken to the hosp, where within 30 minutes, a 400 mg/dl was obtained on the hosp meter. The treatment received at the hosp was not specified. The reporter was unable/unwilling to describe their testing technique. The customer service rep confirmed that the test strips were in good coniditon. The reporter confirmed that the control solution and blood glucose tests were performed successfully. Based on the info supplied by the reporter, there is no indication that the product malfuncioned. The pt did not allege harm. Although, there is info to suggest that the pt experienced injury and medical intervention possibly due to use error. No products were replaced.